Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were loose in the jaws and falls out. No clips fell into the pt. Another device was used to complete the case. There was no consequence to the pt.